Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm on june 17, 2025. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by loading a new cartridge and resuming insulin delivery. Further guidance was provided by customer technical support to ensure proper future usage. Despite ongoing occlusion alarms and troubleshooting, additional support was recommended, including following device instructions and providing a replacement if necessary. The customer expressed satisfaction with the proposed resolution plan.